Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was implanted with baclofen of 2000 micrograms per milliliter (mcg/ml) at 145 mcg/day. After the implant, the patient had good benefits from therapy. After days, the patient presented with abstinence/underdose symptoms which was treated with oral baclofen. The pump was interrogated but no problems were observed. Annotations have been read but no problems were observed. Ultimately, the event required a revision. The pump was disconnected by catheter and explanted from patient. Troubleshooting then occurred with a single bolus performed with the disconnected and explanted pump on the table. The single bolus was of 50 mcg and the drop came out. The physician did a refill and modified the previous settings with the new programming of 145 mcg/day, 1000 mcg/ml. The pump was re-implanted and after the implant a transition bolus had been performed. The patient was now ¿under control¿ monitored in the hospital. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. At the time of the report the patient's status was reported as alive-no injury. Further, the patient was now fine and the oral lioresal was stopped since saturday, 2015-(B)(6). This device system delivered compounded baclofen. Should additional information be received a supplemental report will be filed.